Event description:
The customer contact reported the patient received more medication than intended. The device was returned to the biomedical department with a note that stated, "malfunctioned medication infused over 2.5 hours instead of 5 hours calculations entered into pump was correct." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Multiple unsuccessful attempts have been made for additional information including specific patient and event details. No additional information has yet been received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/- 5%). The customer contact indicated the event was the result of an unspecified operator error. The device history was downloaded at the user facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. (B) (4) (B) (4).